Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was failed ad needed replacement. A field service engineer (fse) removed debris from cubie tray b, tested the device in hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 failed and displayed a failed hardware error message. The customer confirmed that the issue had been recurring and indicated that the entire drawer may require replacement. The user performed a reboot and attempted drawer recovery; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.